Event description:
Patient received a shoulder burn during surgery. The surgeon was using an arthroscopic cauterization machine/electrocautery wand device manufactured by smith & nephew. Unknown catalog number.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4).